Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that upon arrival from the cardiovascular operating room, the patient had a labile blood pressure, and there was difficulty controlling their hypertension despite increases in a nipride drip and sedation. The rn was informed by the md to stop infusions as it was thought the pump modules or the medications were faulty. All of the infusions, which consisted of IV fluids, epinephrine, nitroglycerin, dexmetitomidine, and cacl, were stopped completely. Nipride was switched to run through the patient's peripheral IV. New devices were obtained, and new drips were ordered. Approximately 90 minutes after the infusions had been turned off, the patient's blood pressure dropped dramatically, and the patient went into pulseless electrical activity (pea)/cardiac arrest. The patient required 3 minutes of CPR and multiple unspecified interventions. The physician is requesting the devices be investigated to determine if the event was preceded by a medication delivery issue. The customer is requesting an event log review from the time period of (B)(6) 2018 at 1600.

Manufacturer narrative:
Patient was an infant. Patient's weight programmed into the pump as both 2.9kg and 2.6 kg. The customer¿s report of a possible programming or medication delivery error was not confirmed. The customer declined to provide the intended programing for the devices, therefore log analysis could not confirm the customer's report. The root cause of the customer's report was not identified.

Event description:
The customer reported that upon arrival from the cardiovascular operating room, the patient had a labile blood pressure, and there was difficulty controlling their hypertension despite increases in a nipride drip and sedation. The rn was informed by the md to stop infusions as it was thought the pump modules or the medications were faulty. All of the infusions, which consisted of IV fluids, epinephrine, nitroglycerin, dexmedetomidine, and cacl, were stopped completely. Nipride was switched to run through the patient's peripheral IV. New devices were obtained, and new drips were ordered. Approximately 90 minutes after the infusions had been turned off, the patient's blood pressure dropped dramatically, and the patient went into pulseless electrical activity (pea)/cardiac arrest. The patient required 3 minutes of CPR and multiple unspecified interventions. The physician is requesting the devices be investigated to determine if the event was preceded by a medication delivery issue. The customer is requesting an event log review from the time period of december 11, 2018 at 1600 to december 12, 2018 at 1600.